Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# v749365, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was later reported that the patient was having a return of symptoms. The patient noted it hadn't been working for the past several months. The patient changed the batteries in the back of the controller and that didn't help. Patient services asked the patient if she had tried changing programs or turning stim up. The patient stated: no. Patient services offered to change settings over the phone but the patient declined.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. The event or symptoms occurred during the past several months. Interstim had not been working for the past several months. The patient was wetting all the time. The patient noted her programmer was not working either. The patient did not remember what the programmer said. The patient usually does not feel any stimulation, but it seemed like the interstim was not on or working. The patient was not able to connect. The patient was unable to get a reading for the last few months on the patient programmer. The patient was not able to adjust stimulation. No stimulation sensation was noted. The patient did have a fall a few months ago in which she fell forwards. Prior to now, she last checked implant using programmer about one year ago. The patient hadn't had her device checked at hcp (healthcare provider) office in quite a while. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.